Manufacturer narrative:
Explant planned for (B)(6) 2016; however, has not been confirmed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was originally implanted in (B)(6) 2016, and the patient's corrected vision was 20/30 at the first 2 post op visits. The following visit, her visual acuity was reduced to 20/40 and most recently she was 20/80. The doctor believes the lens shifted, but is unsure of the reason for the lens movement. A lens explant was scheduled for (B)(6) 2016; however, this has not been confirmed to have occurred. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.